Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced a bent cannula event on (B)(6) 2026. Suspected incorrect application but was not confirmed, which led to high blood glucose level which was treated by set change. No further information is available.